Manufacturer narrative:
The technician tested all functions, and found them to be operating correctly and observed no malfunctions or damage. All your siderails are working as designed.

Event description:
The rn heard the bed alarming and went to check on the patient and found the patient caught between the head and foot siderails on the right side of the bed. The bed was in low position and brakes were set. The patient had small skin tear on right upper arm. The rn cleansed the arm with saline and neosporin applied with telfa and wrapped with kerlix.